Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2327039. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter there was rust on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle was placed in the patient's venipuncture, after the needle was withdrawn, it was found that the front end of the steel needle was defective and suspected to be rusted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter there was rust on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle was placed in the patient's venipuncture, after the needle was withdrawn, it was found that the front end of the steel needle was defective and suspected to be rusted.